Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level over 700 mg/dl. The customer alleged that the pump "will not deliver insulin"; however, declined troubleshooting with tandem technical support and declined to provide further information; therefore, the alleged root cause could not be confirmed. The customer reverted to an alternate method of insulin therapy. Date of event is approximate.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.